Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead had migrated due to a fall, afterwards therapy was ineffective. As a result, surgical intervention was undertaken on (B)(6) 2026 to reposition the lead. Therapy was restored post-operatively.